Manufacturer narrative:
Investigation is ongoing. Valve remains implanted.

Event description:
Per the field clinical specialist (fcs), the patient had a previous tavr done at (B)(6)hospital using a 29mm sapien 3 valve. The patient now presents with moderate paravalvular leak (pvl). The team decided to try a post dilation of the tavr valve with a delivery system balloon. After post dilation, the team felt they had a good result and did not need to treat with a second valve. The patient was in good condition. The date of implant is unknown at this time.

Manufacturer narrative:
The sapien 3 valve was not returned to edwards lifesciences for evaluation; therefore, no visual inspection, functional testing and dimensional testing is applicable. The following instructions for use (IFU) were reviewed: commander delivery system with s3/s3u. Based on this review, no IFU/training deficiencies were identified. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The complaint for paravalvular leak was unable to be confirmed due to unavailability of procedure imagery and relevant information. Due to the valve serial number not being provided, the manufacturing non-conformances were unable to be determined. A review of IFU/training materials revealed no deficiencies. As reported, "the patient had a previous tavr done at scripps hospital. The patient came back with moderate paravalvular leak (pvl). The team decided to try a post dilation of the tavr valve with delivery system and after post dilation the team had a good result and did not need to treat with a second valve". Per the instructions for use (IFU), paravalvular leak (pvl) is a known potential adverse event associated with bioprosthetic heart valves and the transcatheter valve replacement procedure. Paravalvular leak refers to blood flowing through a channel between the structure of the implanted valve and the cardiac tissue, as a result of a lack of appropriate sealing of the valve to the target site. Some pvl is not uncommon post-deployment. Many cases are mild to moderate, and either resolve over time or do not cause symptoms. Others may be more clinically significant and require intervention. The mechanism behind worsening or late pvl is not well understood but may be related to cardiac remodeling. In this case, due to insufficient information provided, a definitive root cause was unable to be determined at this time. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.